Event description:
It was reported that the patient is feeling pain in the left breast area and electrical impulses while using a cell phone and when near wi-fi. No reprogramming or intervention was done. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.